Manufacturer narrative:
(B)(4). E1 initial reporter state; - (B)(6).

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: component code -corrections. H6: type of investigation - additional. H6: investigation findings - additional. H6: investigation conclusion - additional. D9: device returned to MFR - additional information. D9: date device returned - additional information.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.